Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 167 mg/dl. Customer was advised to change the infusion set and a put a new one on the reservoir he is using and it would not work. The customer was advised to put new reservoir and it was resolved. The customer stated that it was reservoir that was the issue and he primed all the air bubbles out of the line. Customer was advised we will send a replacement for the sets and the reservoir.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.